Event description:
Information received by medtronic indicated that the customer's mobile app does not show pump data. Customer reported though the mobile device was paired with the pump no data was sent. Troubleshooting was performed and found that the customer tried reinstalling and reconnecting the app, still the issue could not be resolved. No harm requiring medical intervention was reported. The customer will continue the use of the device and will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Analysis summary: the reported event was on iphone 11 with os 16.1 using minimed mobile version 1.3.1 and 770g pump (software version 5.11.7( 5.2 b)). Customer had trouble staying connected with the pump hence "unknown" was shown for battery and reservoir state in app. The connectivity between 770g pump and minimed app 1.3.1 was tested numerously on ios 16.1 on available iphone-xs max and iphone 11 devices by application test team as part of regression testing efforts and similar events were not observed during the testing. Upon following up with technical support team, it was understood that no app logs were provided and the customer resolved the issue by himself by updating mobile device os to the newest version. The most likely cause of this event might be due to the customer device hardware or operating system. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.